Event description:
It was reported that (2) tlc75 were used during a lobectomy procedure. It was reported by the affiliate that the linear cutter locked out and device would not fire. Opened another device to complete the case. There was no consequence to the patient.